Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient received no auditory benefit due to magnet retention issues. Subsequently on (B)(6) 2016, the patient underwent revision surgery; the internal magnet was removed and an abutment was placed. The implanted device remains.